Manufacturer narrative:
The investigation concluded that higher and lower than expected results were obtained from two different levels of vitros liquid performance verifier (lpv) ii fluids, lpv I lot y9741 and lpv ii lot c9938, using vitros ammonia (amon) slide lot 1019-0259-8822 tested on a vitros xt7600 integrated system. The assignable cause of the event was determined to be an instrument related issue likely due to ammonia contamination of the microslide incubator. The cause of the ammonia incubator contamination was not determined. Vitros amon within run precision testing was unacceptable and atypical within-lab vitros amon qc performance was observed. Performing a microslide incubator decontamination procedure using a 50% solution of isopropyl alcohol/distilled water and replacing the microslide incubator evaporation caps two weeks later has led to diagnostic within-run precision testing that was within acceptable guidelines. A review of quality control result shows significant improvement of vitros amon performance since the as needed maintenance procedures were performed. The customer was satisfied with current vitros amon performance.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected results were obtained from two different levels of vitros liquid performance verifier (lpv) ii fluids, lpv I lot y9741 and lpv ii lot c9938, using vitros ammonia (amon) slide lot 1019-0259-8822 tested on a vitros xt7600 integrated system. Vitros lpv I amon results of 184.1 and 152.5 vs. The expected result of 41.9 mol/l. Vitros lpv ii amon results of 147.7, 145.9, 129.5, 102.9, 149.6, 127.7, 28.4, <8.7 and 149.4 mol/l vs. The expected result of 196.2 mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 601638.